Event description:
Description of event according to initial reporter: celect inferior vena cava (ivc) filter found to be multiply fractured, with one leg in mid abdominal soft tissue and half of one leg embedded posteriorly in the spine, extravascular. The filter was tip embedded and removed with forceps. The fragments remain in the patient. Patient outcome: unintended section of the device remains in the patients body. Required intervention to prevent permanent impairment/damage

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: celect ivc filter found to be multiply fractured, with one leg in mid abdominal soft tissue and half of one leg embedded posteriorly in the spine, extravascular. The filter tip was embedded and removed with forceps. The fragments remain in the patient. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of device is manufactured to specifications. No filter was returned for evaluation and no images were provided for the investigation. Without any images an exact cause how, the filter fractured cannot be determined. However, filter fracture is a known adverse event. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H11) corrected data compared with medwatch report mw5115831: b1) blank, d1) celect ivc filter, d9) yes. H6) medical device problem code: 1260: fracture, 1528: difficult to remove. Investigation of 27mar2023 is still valid. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.